Manufacturer narrative:
Findings: unit received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 233 mg/dl. The customer stated that the act button was not responding to enter insulin to deliver a bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.